Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the patient experienced an operative site event of calcar crack. The event occurred intraoperatively, the site feels that this is device related. The patient has a history of osteoporotic bone. The patient received supplemental fixation from dall-miles cable and sleeve in 2006.